Event description:
On (B)(6) 2024 a physician used a venaseal closure system to treat a soft tissue lesion in the patients distal great saphenous vein (gsv). There were no abnormalities reported in relation to anatomy. Only one leg was treated. Hypersensitivity and skin inflammation/irritation/rash along the treated vein (>5cm from access site) was reported post-op. This was an initial reaction event. The blue introducer was used. There were no challenges or deviations related to location of catheter tip prior to initial delivery of adhesive. The catheter tip was 5cm caudal to sfj. There are no known co-morbidities. The patient went to the ER and was given benadryl and steroids. Issue is still present.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.